Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0v67z, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had a lead revision. The doctor felt the patient needed a lead revision and the rep guessed it was for therapy issues. The issue was resolved. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.